Event description:
It was reported that an amia automated pd cycler set was leaking from an unspecified location. The leak was observed during peritoneal dialysis (pd) therapy. The patient was connected at the time of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.